Event description:
It was reported that the patient experienced a leak/separation of their set during the night time at home. They had woken up and once out of bed, they felt the set hit their leg and saw it was disconnected. The pharmacy had to make another bag containing 2 days supply of drug because there were approximately 50 hours still to go in the original container. There was no patient injury reported.

Manufacturer narrative:
The device was unable to be evaluated as it was not returned. If the device is received in the future an evaluation will be performed. The reported event was unable to be confirmed or replicated. A cause of the reported event could not be determined at this time.